Event description:
It was reported a patient presented in clinic with dyspnea and atrial lead presented with noise. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.